Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, it was difficult to advance iliac artery due to circular calcifications. Shockwave was performed; however, the difficulty in advancement persisted but after pushing hard on the catheter it was able to be advanced. After deploying the valve, it was decided to recapture since the valve was positioned high, but it was unable to be recaptured due to a damaged ds. It was decided to replace with a non-abbott valve, and the valve was able to be implanted successfully. The patient was in a stable condition.